Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 5 false positive results were obtained by the laboratory personnel. A gram stain test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 5 false positive results were obtained by the laboratory personnel. A gram stain test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact.

Manufacturer narrative:
H.6. Investigation: customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6). No erroneous results were reported to doctors, and patients were not impacted. Customer indicated that 5 bottles were flagged as positive after removed and put back on during service. A bd system service engineer (sse) reviewed the log files and identified that the upper edb voltages were out of specifications. A bd field service engineer (fse) was dispatched and replaced pc board electronics drawer bfx spare per the service guide. The instrument tested without any issues and returned to the lab for normal use. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is a confirmed failure of a bd product. The root cause is defective pc board. See h.10.